Event description:
The complaint received states that during use the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630 / m10564) stretched. During the procedure, the surgeon noted the coil had stretched during adjustment. Changed another one to complete. There is no report of injury for the patient. This was an l-pcom size 7.9mm height, 5.8mm width, 6mm length, neck 3mm and neck to sac ratio 0.52. It was described as saccular. There was no neck remodeling done. An unknown echelon 10 microcatheter was used. An adequate continuous flush was used throughout the procedure. There was no resistance noted between the gw and mc. This was the first coil used with this microcatheter. Neither the complaint device nor the concomitant device were kinked at any time. The vent occurred during repositioning of the coil. Resistance occurred when it was withdrawn and repositioned. The coil was not partially nor fully deployed when the mc was repositioned. 1:1 ration was not confirmed by fluoro. The entire coil was removed. There was no flow reduction with manipulations of the complaint device. The mc and complaint device were removed as a unit. There was no adverse event reported for the patient.

Manufacturer narrative:
The complaint received states that during use the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630 / m10564) stretched. During the procedure, the surgeon noted the coil had stretched during adjustment. Changed to another one to complete. This was an l-pcom size 7.9mm height, 5.8mm width, 6mm length, neck 3mm and neck to sac ratio 0.52. It was described as saccular. There was no neck remodeling done. An unknown echelon 10 microcatheter was used. An adequate continuous flush was used throughout the procedure. There was no resistance noted between the gw and mc. This was the first coil used with this microcatheter. Neither the complaint device nor the concomitant device was kinked at any time. The vent occurred during repositioning of the coil. Resistance occurred when it was withdrawn and repositioned. The coil was not partially nor fully deployed when the mc was repositioned. 1:1 ration was not confirmed by fluoro. The entire coil was removed. There was no flow reduction with manipulations of the complaint device. The mc and complaint device were removed as a unit. There was no adverse event reported for the patient. The coil was returned significantly stretched. As viewed through the returned packaging, the device positioning unit (dpu) and coil were returned separated from the sheath before the unprotected coil was inserted into the hoop. These two factors would have produced additional damage to the coil, but to what extent further damage was done to the coil cannot be determined. The proximal end of the resheathing tool was severed and not returned. The resheathing tools fracture is ductile in nature requiring external force. No material defects were found on the returned severed end of the tool. The circumstances that caused the resheathing tool to be severed cannot be determined. The most likely contributing factor to the coil becoming stretching during repositioning inside the aneurysm may have been due to the coil becoming temporarily anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal end of the microcatheter. While exact circumstances that produced this damage cannot be determined; for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the return of the echelon 10 microcatheter and the proximal severed end of the resheathing tool used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported complaint was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that target, vessel and procedural issues may have contributed to the confirmed event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt